Event description:
Boston scientific crm received information that during the implant procedure, difficulty inserting the atrial and right ventricular leads into this pacemaker was experienced. (Right ventricular lead model: 4556, (B)(4)) the leads were removed and cleaned and the device was reconnected. However, difficulty inserting the leads was experienced again, the leads could not be inserted completely into the ports. The device and leads were evaluated with a program system analyzer and high atrial impedances with possible farfield sensing was noted. (Atrial lead model: 4135, (B)(4)) it was suspected that the atrial lead pin was loose. The lead was removed and reconnected with force and air release. The lead was evaluated again and high impedances were still noted. Aai 100ppm pacing was performed for the atrium, however, only right ventricular pacing appeared. Lead dislodgement was suspected, however, no position change was observed via chest x-ray. According to fluoroscopy, it was observed that the atrial lead was not positioned to the right ventricle. The device was removed from the leads and the lead were tested with the program system analyzer; all measurements were normal. The decision was made to remove and replace the device. The atrial and ventricular leads were able to connect to the new device easily. It was confirmed that 1mm of the tip was visible. When the device was checked with the programmer, the measurement was same as the program system analyzer, all measurements were within normal limits. The attempted device was returned to boston scientific crm for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection of the device noted no irregularities to contribute to the failure mode. Visual and mechanical inspection of all four set screws and both lead barrels noted no irregularities. All set screws were found to move normally and completely in both clockwise and counter clockwise directions. All seal plugs were found to be undamaged, with no holes noted. The header was analyzed and all dimensions of all three lead barrels of the device were found to be within specifications. A guidant/bsc is-1 lead was tested on the device. The lead could be fully inserted into both lead barrels numerous times. No abnormal difficulties were noted during lead insertion. The seal plugs were removed from the device to allow microscopic examination of the set screws and connector blocks. All four set screws were microscopically inspected and found to be normal and functioning properly. No damage to the threads on the set screws or the corresponding connector blocks was noted. No evidence of cross threading the set screws was noted. Manual lead impedance testing was performed on the device with loads of 500, 1000, 1500, 2000, and 2400 ohms attached to each lead barrel of the device through test leads. All lead impedance testing performed by the device using the programmer was normal and within specifications. Analysis of the device memory noted no resets in the reset counter. The device was subjected to and passed all electrical testing, which confirmed proper operation of the pacing and sensing functions of the device. Analysis has concluded that this device performed normally throughout testing, operating as designed.